Event description:
It was reported that a motor stall message was noted in the attention dialogue box and confirmed in the event logs. No recovery was noted. There was a 48 hour tube set message. The patient was not experiencing any symptoms. The motor stall was caused by the patient having a MRI or other medical procedure. Once the pump was interrogated a second time, a recovery message was noted in the event logs. It was determined that it was a telemetry state stall caused by the MRI.

Manufacturer narrative:
The device is included in the medical device correction, important information on potential MRI effects (august 2008).